Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the device was received and repaired at the service center. The complaint was confirmed. The following information was derived from the service report: "micro": preventive replacement of o-rings performed; acc. To service manual; motor not turning smoothly - motor replaced; motor corroded - motor replaced; short circuit in the motor cable - motor cable replaced; resistance value out of specs: handcontrol set replaced; unit cleaned; functional test performed; hipot test completed; electrical safety test completed; functional test acc. To test procedure completed; safety test checklist enclosed. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the reported failure. A short circuit in the motor cable would also affect motor function, therefore is also a potential root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the buttons on a micro tornado hand piece with hand control would not work. According to the reporter, the device did not turn due to a jammed motor. There were no delays in the procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. During in-house engineering evaluation, it was determined that the device had a short circuit in the motor cable. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.